Manufacturer narrative:
Evaluation of the autopulse battery (B)(4) found that the battery functioned as intended. The report of the autopulse platform displaying a replace battery message was not reproduced during functional testing, and was unable to be confirmed upon review of the retrieved archive data. The root cause could not be determined. The battery was received with no physical damage and three amber leds illuminated on the battery status indicator. The battery was functionally tested by inserting into a good known reference mcc and was able to successfully charge. The battery was also tested using a good known autopulse platform. After battery insertion, the platform was able to operate a large resuscitation test fixture and provide continuous compressions without error. Review of the retrieved archive data indicated that the battery was inserted in the platform; however, no error specifically related to a replace battery message was recorded on the reported event date.

Event description:
The customer reportedly inserted a fully charged autopulse li-ion battery (B)(4) in the autopulse platform and the platform displayed a replace battery message. The platform was tested using another battery and operated as intended. The battery (B)(4) was tested using multiple platforms and displayed the replace battery message during all insertions. The issue was observed during shift check, no patient was involved with this event.